Event description:
The facility biomed dept reported pump free-flowed during pitocin infusion in a pregnant pt in labor. The pump was programmed and when the start button was pressed, 10-15 of pitocin infused into the pt. She experienced prolonged contractions and the fetal heart rate decelerations ersulting in an emergency cesarean section. There was no apparent adverse outcome for the baby or mother. The pump has not been received yet for evaluation.